Event description:
The customer reported that the ventilator alarmed due to a high oxygen supply pressure while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. Review of the device diagnostic log verified an occurrence of high oxygen supply pressure. The service technician reported finding the regulator on the portable o2 tank attached to the ventilator stand unregulated and delivering over 90psi, and could potentially deliver total pressure of 2000psi. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. Performance verification testing was completed and passed to specifications. This is being reported as a user error. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.